Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that cable failure caused the noisy images. The cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus service center for evaluation. Upon inspection the customers allegation of was confirmed. The image was noisy with an interference wave due to defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image from the camera head flashes when shaking the cable. The event was identified during reprocessing. There was no procedure involved. There was no report of patient or user harm associated with the event.